Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had keypad anomaly. The customer's blood glucose level was 95 mg/dl. Customer reported that when he inserts a new battery the insulin pump had alarmed low battery. Customer used battery energizer and to the insulin pump accept the battery he needs to change the battery 4 to 6 times. Customer said that he cleans the battery contacts cap and compartment with a cotton swab in all battery change. Troubleshooting was performed. During tests customer reported keypad anomaly, he said that buttons were stiffer than normal. Customer was advised to discontinue use of the insulin pump and to revert to back up plan per healthcare professional's instructions until replacement arrives. No further details given. Insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) act, up and down buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test and displacement test or verify low battery, battery out limit alarms due to unresponsive button.